Manufacturer narrative:
(B)(4). The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific that an advantage fit sling device was used during a tension-free vaginal tape surgery on an unknown date. According to the complainant, six weeks post-procedure, the patient experienced tape exposure on the skin incision. The exposed portion was excised under local anesthesia. According to the physician, "the issue with the tape was that she [the patient] resumed intercourse very soon after surgery and that resulted in a failure of the wound to heal properly." All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.